Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. It was reported that the patient experienced peritonitis for five weeks. The patient was not hospitalized for event. At the time of this report, the patient outcome was not reported; however, it was reported that the peritonitis event "is now cleared up". Action taken with pd therapy was not reported. No additional information is available.